Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), noise during isometric movements, oversensing, high impedance, high supra ventricular tachycardia (svt) episodes, and was possibly fractured. The lead was capped, except for the superior vena cava (svc) coil which is still in use, and a new lead was implanted. No patient complications have been reported as a result of this event.